Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens and the posterior capsule was torn. The lens was cut into two pieces to remove from the patient's eye with no patient injury, no enlarged incision or sutures. The reporter stated it was unknown if a vitrectomy was performed. A different model lens was implanted in the sulcus. The reporter stated the surgeon felt the event was caused by the lens. The reporter stated they use a competitor's phacoemulsification system.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4): evaluation: method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens torn into two pieces, from one haptic through to the other haptic. The lens was returned in liquid. Both sides of the lens optic and haptics were checked for rough/sharp edges and were found to be acceptable. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: medical review, device history record review. Results: medical review - a capsule tear is likely secondary to surgical manipulation by the surgeon rather than the lens itself, however, it remains unclear whether the product caused or contributed to this event. A review of the device history record was performed and nothing was found in the manufacturing process of this lens that was the root cause of the complaint. Conclusions: based on the complaint history, work order search, medical review, device history record review and the evaluation of the returned product, the most likely root causes of the event may be surgeon technique or patient related issues. (B)(4).